Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 4 to 5 months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078763/7078804.